Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 3300tfx21mm implanted in the aortic position was showing a grade 2+ central aortic regurgitation after an implant duration of five (5) days. As reported, as per per-operative observation, there was presence of leakage on saline test and there was non-coaptation of prosthetic valve leaflets and it may be the cause for post-operative aortic regurgitation. The patient suffered heart failure due to the aortic regurgitation. The patient was haemodynamically unstable requiring high isotropic support along with prolonged ventilation. The patient underwent dyalisis several times for renal issue and needed neurological suggestions from neurologist. The valve was explanted on pod #8 and replaced with a non edwards mechanical valve. Immediate and post-operative events were unsatisfactory. The patient is hospitalized in unstable condition in ICU.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. An edwards/supplier manufacturing defect is not confirmed. Based on the limited information available and the short time period (eight days) the valve was implanted before it was explanted, a definitive root cause of the leaflet impingement leading to "moderate central aortic regurgitation" cannot conclusively be determined. However, it may have been caused by patient and/or procedural factors. The complaint is confirmed from received echo info, but there is no evidence to suggest a design/manufacturing non-conformance.